Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, error 832 (int 0 test failed) and 302 (mcb hardware interlock bit) were displayed. The procedure was not completed due to this error code. There was no patient outcome reported.

Manufacturer narrative:
E1 initial reporter: new information updated this field. E3 occupation: new information updated this field. G2 report source: new information updated this field. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. It was initially reported the procedure was not completed. Additional information received clarified that the procedure was completed using a different method and there were no patient complications. Based on the information available, the conclusion code is not yet available as the investigation has not been completed at this time. The manufacturer has reviewed all information and determined that since the procedure was not aborted, this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that, during a photoelectric vaporization of the prostate procedure, error 832 (int 0 test failed) and 302 (mcb hardware interlock bit) were displayed. The procedure was completed via a different method without patient complications.